Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assemblies. The pump was unable to verify button error due to frozen display. However, corrosion noted at keypad traces. The pump was received with corroded motor home switch, minor scratches on lcd window, and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he took off his pump to swim, and the pump was splashed and alarmed button error. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.